Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed, syringe plunger was not in place. No patient injury was reported.

Manufacturer narrative:
Other text: b3: additional information was received on 31-aug-2022 via email and attached to complaint object. The date of event, 26-jul-2022, was received. B5: additional information was received on 31-aug-2022 via email and attached to complaint object. The event occurred during the annual preventative maintenance. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: brand name: medfusion model 4000 syringe infusion pump, d4: correction: model number: 3500.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was neither broken nor removed upon receipt, but the right plunger case was cracked. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the syringe test portion of the investigation. Root cause of the reported issue is unknown, but a component was found to be broken off from the plunger board and the plunger board was broken from the glue. Replaced the plunger board, performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.